Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri 2013. (B)(4).

Event description:
It was reported the right ventricular lead was not capturing, lead impedance measurement was high, and the r wave measurement was low. A lead revision was performed and the lead was reseated in the device header. The lead functioned normally after the revision and remains in use. No patient complications have been reported as a result of this event.